Event description:
A patient with history of cerebral palsy and seizures was treated in the emergency department for active seizures. The patient was sedated, intubated and stabilized in order to be transferred via ambulance per protocol to another facility. For the ambulance transport, a ventilator was set up and noted to be working properly and the ventilator was attached to the patient. The registered nurse(rn)immediately observed that the patient's chest was not rising and the rn also noted that the patient's breath sounds and bilateral oxygen saturations were decreasing. The rn disconnected the ventilator and began venting the patient manually with an ambu bag. Rn reported that this episode occurred in less than one minute with no injury to the patient. Patient's oxygen saturation increased immediately after ambu bag ventilations and remained at 100% for remainder of transport to the facility. The ventialtor was pulled from service and brought to the biomedical engineering department for an evaluation.